Event description:
A distributor in denmark reported a cartridge change error involving a pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to inspect and clean the pump's pneumatic tap area and attempt to load a new cartridge. Despite these efforts, the cartridge could not be successfully loaded. As a result, management approved a replacement of the pump, which was confirmed to be within warranty. The customer was informed about the pump replacement but declined to share details about their backup insulin therapy. Instructions were provided for returning the faulty pump, and a new pump was sent to the customer.